Event description:
This case was cross referenced with cases: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician (orthopaedist). This case involves a (B)(6) year old female patient who experienced effusion at knee joint after receiving treatment with synvisc one. The patient had received an application of synvisc one one year ago which was tolerated without problems. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of one injection once (batch/ lot number: 5rse025; expiration date: may-2018) into unspecified knee for cartilage defect knee. On (B)(6) 2015, the patient suffered from effusion at knee joint for which puncture of joint and antibiosis was performed as corrective measure/medical intervention. Outcome: recovering: a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot # 5rse025 with expiration date (05/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse025 no CAPA was required. (B)(4) pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review hds not indicated any safety issue. As of (B)(6) 2016, there were 2 complaints on file for lot # 5rse025: (2) adverse event reports. Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. Reporter causality: probable. Seriousness criteria: disability and required intervention additional information was received on 19-jan-2016. Global ptc number and ptc results were added. Clinical course was updated and text amended accordingly.

Event description:
This case was cross referenced with cases: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician (orthopaedist). This case involves a (B)(6) female patient who experienced effusion at knee joint after receiving treatment with synvisc one. The patient had received an application of synvisc one year ago which was tolerated without problems. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of one injection once (batch/ lot number: 5rse025; expiration date: may-2018) into unspecified knee for cartilage defect knee. On (B)(6) 2015, the patient suffered from effusion at knee joint for which puncture of joint and antibiosis was performed as corrective measure/medical intervention. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Reporter causality: probable. Seriousness criteria: disability and required intervention.